Event description:
It was reported on (B)(6) 2024 that the patient presented with grade 4+ functional mitral regurgitation (mr), thin and friable leaflets for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted. The mr was reduced to grade 1-2 post procedure. On (B)(6) 2024, the patient returned symptomatic with recurrent mr of grade 4+ and dyspnea. The follow up revealed that the clip had single leaflet device attachment (slda) from the posterior leaflet. Tissue damage and a cleft appearance posterior leaflet. On (B)(6) 2026, a re-interventional procedure was performed. A mitraclip was implanted. The mr was reduced to grade 2+ post procedure. There was no clinically significant delay reported.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.